Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event was not related to the device or therapy.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturer representative that the implantable neurostimulator (ins) migrated. The ins pocket seemed to be too small for the ins five months after implant, which lead to a risk of exteriorization. The patient reported the symptoms and had an examination on (B)(6) 2016. Intervention included a revision of the ins to reposition the device. The patient underwent surgery and anesthesia. The etiology was related to the device, therapy, implant procedure. The event required an unscheduled clinic visit, in-patient or prolonged hospitalization, and medical/surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or function. The event was resolved without sequelae.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the new implantable neurostimulators (ins) are bigger than the previous ones and have edges with a straight angle which cause issues when replacing it. The previous pocket is smaller and when inserting the new stimulator edges are damaging the skin. The risk of  infection or stimulator migration have to be considered.